Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Upon further evaluation it was determined that the event occurred due to a defective charge-coupled device (ccd) unit alone and not in conjunction with a defective cable. The exact cause of the defective charge-coupled device (ccd) unit could not be specified. It likely the ccd failure occurred due to one of the following; unacceptable tension in the area of the ccd holder assembly due to the use of an adhesive which was not adapted to the load/temperature collective, an insufficiently formed adhesive layer from the holder to the bumper sleeve, unacceptable tension in the area of the ccd holder assembly due to an asymmetrical alignment of the spring before the bumper sleeve was joined, and/or pre-existing damage to the ccd holder assembly due to a suboptimal adhesive device being used. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, it is not possible to perform white balance. The video telescope "endoeye hd ii", displayed a purple image with green artifacts. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation found a pink-colored image is displayed due to the defectiveness of both cable and charged coupled device. Moisture ingress was found in the main body, causing irreversible damage to the charged coupled device sensor. Wear of the mount black sealing onto the handle unit, and the addition of excessive pressure probably applied to it seems to be the most likely explanation regarding the penetration of moisture into the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.